Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error on the insulin pump. Customer also mentioned that he received a battery out limit alarm and that there was fluid in the insulin pump. The blood glucose reading was 120 mg/dl. Customer stated that the type of fluid in the insulin pump was rain water due to walking in the rain. He stated that the fluid is under the display screen. He reported that the insulin pump was not dropped but that the battery case had a possibly crack. Nothing further was reported.